Manufacturer narrative:
First date of the aware date month used as the event date, as no event date was reported. Returned product consisted of an express sd stented catheter. The balloon was loosely folded. The stent was secured between the markerbands. The hypotube, outer shaft, inner shaft, balloon, stent and tip were visually and microscopically examined. There were numerous shaft kinks. Microscopic examination of the device revealed that the stent was damaged 7mm from the proximal markerband. The tip was damaged. Inspection of the remainder of the device and stent presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 02jul2019. It was reported that shaft kink occurred. A 6.0mmx18mmx150cm express sd renal/biliary stent was selected for use. However, it was noted that the device was kinked. No known patient complications were reported. However, returned device analysis revealed stent damage.